Event description:
It was reported there will be a revision surgery to revise and replace the device.

Manufacturer narrative:
A post-operative image provided by tmj concepts shows that all screws of the right mandible tmj implant component are loose. Therefore, the reported loosening of the screws can be confirmed. Additionally, the patient presented with infection symptoms. In conclusion, due to the infection, the bone quality might have been reduced, which most likely resulted in the loosening of the screws. Based on statistical evaluation, there are no indications for any systematic design, material or manufacturing related issue.

Event description:
It was reported there will be a revision surgery to revise and replace the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.